Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. Was there any patient consequences due to reported event? The patient in severe pain before op. B. Was there any surgical delay related to event? The only delay was due to the patient being referred from private hospital to government hospital, so patient has to wait for government hospital to schedule for the operation date. About 5 days time from consulting the surgeon at private hospital to transferring to government hospital for surgery.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: today, during the revision procedure, the pinnacle cup, cemented stem, and femoral head were found to be securely fixed. However, the ceramic liner was shattered, with debris discovered in the patient¿s tissues. The surgical team cleared as much debris as possible using pulse lavage. The ceramic femoral head was removed and replaced with a metal femoral head, and the cracked ceramic liner was replaced with a constrained liner. Additionally, two pinnacle screws were removed from the pinnacle cup. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed foreign substance however its normal due to the explanation process of the liner, however it also shows that the liner is fractured in multiple fragments. Furthermore no signs of wear are observed. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. A manufacturing record evaluation was performed for the finished device [121882748/ 9768228] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [121882748/ 9768228] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. Device history review: a manufacturing record evaluation was performed for the finished device [121882748/ 9768228] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: today, during the revision procedure, the pinnacle cup, cemented stem, and femoral head were found to be securely fixed. However, the ceramic liner was shattered, with debris discovered in the patient¿s tissues (see attached photo). The surgical team cleared as much debris as possible using pulse lavage. The ceramic femoral head was removed and replaced with a metal femoral head, and the cracked ceramic liner was replaced with a constrained liner. Additionally, two pinnacle screws were removed from the pinnacle cup. The product returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual inspection of the returned sample revealed that the delta cer insert 32id x 48od has fracture into multiple fragments, additionally there are missing fragments which could potentially yield furthermore information if they were available. However, no signs of wear are observed. Metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and the fracture surfaces of the liner. This kind of secondary transfer is typically caused by chafing between metal parts and fragments of the ceramic liner, either after the primary fracture event during the surgical procedures. Thus, it does not provide any information about the cause of the fracture. In case of a symmetrical, and therefore correct, taper fit between the ceramic liner and the metal cup, metal transfers patterns are expected over the whole circumference of the taper top and taper center. Such patterns cannot be found on the remnants of the provided liner. This indicates insufficient or misaligned fixation of the liner in the metal cup. However, due to the high number of missing of fragments from the taper region, the primary metal transfer cannot be evaluated sufficiently. Additionally, intensive metal transfer can be located on transition on the taper bottom. This metal transfer indicates a misaligned position of the liner in the metal cup, too. However, it cannot finally be determined whether this metal transfer occurred prior to or after the primary fracture event. The fragments most likely chafed against each other in the period between the primary fracture event and the delivery of the fragments to supplier. Due to this mechanism, secondary chip-offs occured on the fracture surfaces. Therefore, further information was probably lost which may otherwise have been helpful in the failure analysis. Due to that fact and due to missing fragments, the primary fracture surface and the fracture origin cannot be identified. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors. However, in support of the evaluation performed, the observed damage of the delta cer insert 32id x 48od may have been caused by a insufficient or misaligned fixation of the liner in the metal cup but due to the high number of missing fragments a definite root cause cannot be established. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [121882748/ 9768228] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The overall complaint was confirmed as the observed condition of the delta cer insert 32id x 48od would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [121882748/ 9768228] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121882748/ 9768228] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent total hip replacement on december 29, 2022. A revision of the hip acetabulum was performed on october 23, 2024, due to cracked ceramic liner and pain. During the revision procedure, the pinnacle cup, cemented stem, and femoral head were found to be securely fixed. However, the ceramic liner was shattered, with debris discovered in the patient¿s tissues. The surgical team cleared as much debris as possible using pulse lavage. The ceramic femoral head was removed and replaced with a metal femoral head, and the cracked ceramic liner was replaced with a constrained liner. Additionally, two pinnacle screws were removed from the pinnacle cup.